Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical thoracic fusion. Approximately 1 month post-op it was found that the domino connector had completely disconnected from the rods and the patient reported pain. No additional patient complications were reported and no revision surgery has been scheduled as of yet.